Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. International UDI #: (B)(4). The product support engineer emailed the customer asking if they are using the latest service manual as you mentioned quite high flow rates. The high flow rate was removed as it was only valid at sea level with optimum ambient pressure. The pse told the customer that provided your v60 passes the tests in the attached service manual, it is acceptable for use. The customer fitted new assembly and all ok. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
Customer is going through the performance verification test (pvt). It passes the first 4 tests; leak, controls, pressure accuracy and restriction tests. When setting the high flow, it is reading around 260 instead of around 230. There was no patient involvement.